Event description:
The customer reported that the 840 ventilator had an erratic display while in use on a pt. The pt was not harmed or injured as a result of the event. Pt was removed from ventilator. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone and suggested inspecting and/or reseating lcd (liquid crystal display) harnesses in the gui (graphical user interface). Covidien was not authorized to evaluate the device. The customer reported that he was not able to duplicate the alleged malfunction. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).